Event description:
In 2006, nellcor received a report where it was claimed that the cuff would not inflate during use on a patient. The caller reported that after a routine trach replacement, the end clinician experienced difficulty inflating the cuff. Replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress.